Event description:
During a review of the patient's programming history, it was noted that a faulted system diagnostic occurred, which changed the patient's settings.

Manufacturer narrative:
Analysis of programming history.